Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 2nd diagonal. Approx. 20 days post index procedure, the patient was admitted with shortness of breath, chest pain and increased troponin levels and was diagnosed with nstemi. The patient was treated with medication and a non-medtronic balloon and resolute onyx stent. The patient recovered. The investigator assessed the event as not related to the device or antiplatelet medication.

Manufacturer narrative:
Mi: cec adjudicated the mi event as non-q wave mi (target vessel), mdt extended historical spontaneous. The graft 2nd diagonal cass lesion site to indicate location for mi. Revascularization: cec adjudicated the revasc event as tvr-percutaneous intervention not involving the target lesion- clinically driven, and tlr- percutaneous intervention, clinically driven. The graft 2nd diagonal cass lesion site to indicate location for revasc. Stent thrombosis: cec adjudicated the stent thrombosis as late stent thrombosis arc definite. The stent thrombosis was related to the study stent and target lesion. The graft 2nd diagonal cass lesion site to indicate location for stent thrombosis. If information is provided in the future, a supplemental report will be issued.